Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead exhibited diminished sensing, loss of capture, oversensing-noise, and had dislodged. Lead detections were turned off, the patient was hospitalized, and when the lead was attempted to be repositioned the helix "no longer worked." The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage during use. The analyst noted that visual inspection found the helix bent. No further helix function possible. If information is provided in the future, a supplemental report will be issued.